Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device follow-up, abnormal right ventricular pacing impedances were observed. The associated right ventricular lead has been confirmed a non boston scientific product and the patient is being monitored remotely. It was noted in history that the impedance trend had been around 500 ohms however, lately was showing over 2000 ohms within the daily measurements. All other measurements were confirmed normal ranges and stable. Provocative maneuvers and isometrics were performed during the follow-up however unable to evoking any kind of system noise. The patient is not pacemaker dependent; pacing less than one percent. Technical services reviewed the remote data and provided guidance for further lead integrity testing and asked about any recent falls or accidents which may coincide with the timing of the high values. To date, no device changes have been reported. Due to a non boston rv lead, no updates provided on lead integrity testing.